Event description:
It was reported that a patient underwent a laparoscopic ipom umbilical hernia in (B)(6) 2012 and mesh was implanted. The patient complained of pain in (B)(6) 2013 and was diagnosed with a recurrent hernia. A re-operation was done on (B)(6) 2013. The surgeon noted that there was little in growth after one year.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.